Event description:
During a laparoscopic hernia repair the dcs12 had insulation damage causing non-uniform operation of the dissector. The device was sticking in the trocar with obvious "nicks" in the insulation about the level of the seal on the trocar. The surgeon completed the case with the same instrument. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with the sheath split at the distal end and with nicks in the insulated shaft. The instrument did not pass the ring gage test due to the sheared insulation on the shaft. No conclusion could be reached as to how the instrument had become damaged. If the instrument is used with other compatible endoscopic instruments, the instruments will not function as designed. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.